Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lots that would have contributed to the reported event. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. All available information was investigated and the reported poor image resolution, tissue damage and single leaflet device attachment (slda) resulting in unchanged mitral regurgitation (mr) appears to be related to case circumstances. The reported patient effects of worsening mr and tissue damage, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) and tissue damage requiring surgical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. It was noted that it was difficult to visualize the posterior leaflet. During grasping, chordal rupture occurred. The clip was deployed and the mr reduced. After deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The mr increased back to 4. The cds was removed; however, the gripper line was left attached to the clip as a precaution. A balloon pump was inserted and the patient was sent to surgery to remove the clip and gripper line, and was treated with mitral valve replacement. No additional information was provided.